Event description:
It was reported that there was lead migration. It was noted that actions required as a result of the event required explant and replacement. It was noted that the lead was mobile. It was noted that the lead was replaced by a surgical lead on (B)(6) 2013. It was noted that the event was solved. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included pain and less than 50 percent therapy relief. It was noted that the issue was located at an unknown location. It was noted that there was a loss of efficacy from stimulation and a re-appearance of pain. It was noted that the event was solved after lead replacement.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).